Event description:
Additional information received reported the patient had a follow-up appointment in (B)(6) 2011. The patient had undergone a thoracic laminotomy with spinal cord stimulator insertion on (B)(6) 2011. The patient was reporting some pain at the midline thoracic incision. The pain was localized to the soft tissue overlying the patient's extension connection. It was noted, the patient's skin was intact, there was no thinning of the skin, no redness or swelling, and the stimulator was providing the patient with "good coverage." It was reported, the patient's pain was related to the fact that she was "very thin and the extension connection was palpable through her skin." It was noted there were "no interventions to offer because, the extension could not be put any deeper given the patient's body habitus." The patient planned to continue using the stimulator and visit her physician "as needed." Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient was having coupling and communication issues with the implanted device. The patient stated "she was not able to feel stimulation for the last few days." It was noted that when the patient used the antenna locate feature, a power on reset (por) was displayed on the recharger, which then lead to the normal recharging screen. The patient reported that she last recharged the device over a week ago because she was out of town for approximately 10 days. The patient discussed continuing to charge the internal neurostimulator (ins) and try to clear the por using the patient programmer. It was further noted that the "screen was stuck on the por screen, and would not allow the patient to move to the charging screen." The patient reported not being able to adjust the stimulation and that the device would not turn on, even after changing the batteries. It was discussed that there was a possibility that moisture was in the patient programmer and that the patient could not use the stimulator until the por was cleared. It was noted that the patient saw the "call your doctor" icon on the display. It was further noted that the issue was resolved. Additional information requested reported that the manufacturing representative stated that "all programming options were exhausted and coverage on the lateral aspect of the patient's leg could not be regained." It was noted that the patient had an appointment with the physician and was sent for an x-ray. It was further noted that the "coverage was unchanged." The patient outcome was not provided.

Manufacturer narrative:
Product ID 3986a, lot# n270496, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v607217, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v607217, implanted: (B)(6) 2011, product type lead; product ID 37752, serial#(B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).